Event description:
It was reported significant resistance was encountered manipulating this balloon during a venous anastomosis declot procedure resulting in the balloon detaching and remaining in the pt. The pt was transferred to surgery where a partial cut-down was performed. Retrieval of the detached balloon as well as subsequent removal of clot utilizing a hemostat was uneventful. The pt's condition is good and has since been discharged. This device has been destroyed by the user facility. Therefore, no failure analysis will be available. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calicification. This balloon was used in a non-indicated procedure, declotting a venous anastomosis, and follow-up indicated significant resistance was encountered during this procedure. The co believes these factors may have contributed to this event. However, the co is unable to determine the exact cause for this event. Directions for use state: "blue max balloon dilation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Any use for procedures other than those indicated in these instructions is not recommended. If resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."